Event description:
A report was received that the ipg would not charge. The patient will undergo a pocket revision.

Manufacturer narrative:
A report was received that patient underwent a revision wherein the ipg was replaced. No device malfunction suspected. The patient was doing well post operatively. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the ipg would not charge. The patient will undergo a pocket revision.